Manufacturer narrative:
The root cause of the failure was unable to be definitively determined. Device history records and sterilization batch release records were reviewed and no issues during manufacturing or sterilization were identified that would indicate that the manufacturing or sterilization of the involved implants contributed to this complaint.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) to replace poly components that were placed during a previous surgery which occurred on (B)(6) 2019. The previous surgery was a non-eleos revision. During the revision surgery, the surgeon replaced a tibial poly spacer, a distal femur axial pin, and a tibial hinge component.